Manufacturer narrative:
A2: patient age or birthdate and weight not provided (birthdate and weight entered as estimate). The acist angiographic injection system, model cvi, system serial number (B)(6), was returned to acist on october 12, 2023. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The cine-angiograms taken during the event have been requested for evaluation, but have not been returned to acist. If the cine-angiograms are received, a clinical assessment by an acist medical advisory board member will be performed, and a follow-up report will be submitted to the FDA. The report is closed.

Event description:
During a coronary angiography, a patient was injected with contrast successfully. No malfunctions or errors occurred, and no air was detected in the patient tubing during the injection. When viewing the image, an air embolus was seen in the patient's artery. The patient returned to the user facility the following day after having a stroke.